Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-01664. Related manufacturer report number 1627487-2022-01665. It was reported that patient lost therapy due to leads migrating and the implantable pulse generator was twisted with the leads being pulled out of the place. The system was explanted, and new system was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Event description:
Additional information indicates the ipg was not explanted.

Manufacturer narrative:
A patient experienced leads migration was reported to abbott. It was determined the patients ipg had been twisted and the leads were pulled out of place. As a result, the patient's leads were replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.